Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient felt a burning sensation at her implant site every time she was recharging. The patient also felt the sensation when she was not charging. The patient noted that she was told to charge with something in between her skin and the antenna so she normally had her flannel pajama top in between when charging. The patient recharged about twice a week so the sensation happened at least that many times. No trauma or falls were reported that could have been related to the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the burning sensation had not been resolved. The patient used a t-shirt or a flannel pajama top as a barrier between her skin and the charging device. The patient needed to contact a manufacturer representative to have them look at her skin. The patient had been waiting to see if more healing time would solve the problem, but it had not yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.